Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 20 mg/dl at the time of incident. The customer was assisted with troubleshooting for low blood glucose level. The customer also reported other blood glucose value was 60 mg/dl. The customer was stated that doctor will contact them in the morning. The insulin pump will not be returned for analysis.